Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was staying open while being deployed. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with empty and with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.